Event description:
Right breast swelling, pain, small hard knots, had silicone implants done approximately 40 years ago, 35 years ago had one removed and replaced with saline and this is the breast I'm having problems with which started in (B)(6) 2023.